Event description:
During a da vinci si surgical procedure, the user facility identified a ripped string on the fenestrated bipolar forceps instrument before insertion. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the conductor wires were intact and undamaged; however, the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub and the frayed strands were also sticking out at the wrist. The pitch up cable was also frayed at the clevis hub. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.